Event description:
It was reported that there was early battery depletion. It was also reported that the lv (left ventricular) threshold was very high. The device was explanted and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694775 lead implanted: (B)(6) 2011; 5076-58 lead implanted: (B)(6) 2011. (B)(4).